Manufacturer narrative:
(B)(4). (B)(6). The device was serviced by a service technician. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f 94 alarm was identified during functional testing and the event history log review. The cause of the condition was determined to be a low battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-94 alarm. This occurred prior to use, so there was no patient involvement. No additional information is available.